Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2016. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due (B)(6) 2016. Information was subsequently received on (B)(6) 2016 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. (B)(4).

Event description:
It was reported a remote monitor transmission alert was received due to right ventricular lead warning for a high rate- nonsustained episodes and sensing integrity counter (sic). It was further noted the electrogram qualify was poor and prevented definitive interpretation but there was possible oversensing. The clinic was notified and contacted the patient. Further review of the manufacturer's database noted the patient is deceased and died the date of the transmission. Additionally, it was reported by the patient's spouse that the patient's heart rate continued going lower and lower and the spouse alleges the device contributed to the patient death. Follow up was performed with the cardiology clinic and no additional information related to the death was known and no cause of death was available.